Manufacturer narrative:
This insulin pump was received with broken battery tube threads, broken battery cap, severely scratched lcd window and missing end cap.

Event description:
It was reported by the customer that their insulin pump was damaged. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated the battery cap and battery threads are worn. Advised to discontinue use and revert to back up plan. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.